Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer reported the monopolar curved scissors tip was sagging. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary discovered. The damage was discovered intraoperatively while the liver was being transected. It was reported that a wire was exposed due to damaged insulation. It is unknown if the cable was intact or broken in half. The device could not cauterize. There were signs of thermal damage at the site of the insulation damage. Arcing was observed during the procedure. There were no instrument collisions during the procedure. The procedure was completed with a backup instrument. The reported issue did not result in any fragments falling into the patient. There is no photographic images of the device or a video recording of the procedure available for isi to review. Patient demographic information was unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have scratch marks/abrasions on the tube adapter. The complaint regarding a broken/cracked component was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.